Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hypoglycemia event on (B)(6) 2025. Blood glucose level was 29 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was unconscious at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.